Event description:
Alleged unknown number of false positive sars and 4 false positive flu b results. No confirmatory testing completed.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.